Manufacturer narrative:
In this case, returned device analysis confirmed the reported single gripper actuation issue and gripper line break. The reported positioning failure ¿ leaflet grasping ¿ clip not implanted and difficult to remove - anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult to remove from the anatomy resulting in tissue injury/damage cannot be determined. The reported positioning failure associated with leaflet grasping, however, appears to be related to patient conditions (a restricted posterior leaflet, and a dilated left ventricle and atrium). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), a restricted posterior leaflet, and a dilated left ventricle and atrium for a mitraclip procedure. During the procedure, the first clip was implanted on the medial side of anterior and posterior leaflet segments 2 (a2p2). The second clip, an nt, was attempted to be placed more medial in the a3p3 range. There were several attempts at grasping leaflets. The clip was unsuccessful at grasping both leaflets, and it was decided to retract back into the left atrium (la). The clip could not be retracted and was stuck on the anterior leaflet. The clip was able to be freed using standard troubleshooting and was retracted into the la. While in the la, an a3 flail was noted and caused by the device entanglement. The nt clip was removed and replaced with an xtw clip. The xtw was implanted successfully. The nt clip was inspected on the back table. The gripper line was noted to be detached from the gripper, and was not able to actuate. The mr was reduced to grade 3-4. No additional adverse patient effects thereafter or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.